Manufacturer narrative:
(B)(4). The complaint cannulae were not received for evaluation. Questions and a request for devices or photographs were sent to the customer, but no further information was provided. Conclusion: the damage described by the customer is most likely the result of pulling on the cannula tubing with undue force. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The user instructions which accompany the opt942 nasal cannula show in pictorial format the correct placement of the cannula and advise the caregiver to "attach tubing clip to clothing/bedding to prevent cannula from pulling off face". They also contain the following warnings: do not crush or stretch tube, to prevent loss of therapy. Failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A hospital in (B)(6) reported that the opt942 nasal cannulae were pulling apart at both the distal connector and the cannula manifold. It was confirmed that there was no patient harm.